Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to between 20 and 30 mmol/l (360-540 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen) and the cannula was bent. As treatment, the patient gave a manual injection using a syringe.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Initial observation of the soft cannula did not find it to bent, kinked, or damaged. The download data from the returned device contained no hazard alarms, timeouts, or drive stalls indicating that there was no struggle to deliver insulin. Further inspection of the soft cannula found a tear in the exposed portion of the soft cannula. It could not be conclusively determined when or how this damage occurred. No damages or defects were observed on needle mechanism that would inhibit the soft cannula from properly inserting into the infusion site. A root cause for the reported not properly inserted cannula could not be determined.